Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: based on the provided information and without a product for investigation, a clear conclusion cannot be drawn. According to our database, the device was delivered in march 2012. The last maintenance / repair was executed in june 2019. Therefore, it could be possible that wear and tear and / or a lack of maintenance led to a problem. In general, it must be mentioned that the failure description does not correspond clearly to the provided article number. The gd670 is a generator (control unit), whereas the failure description mentions a "handle" / "handpiece". A clear statement is not possible under these circumstances. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Event description:
It was reported that there was an issue with gd670 - microspeed uni control unit w/cool.unit. According to the complaint description, the holding fixture detached. This malfunction occurred during evacuation of intracranial hematoma procedure with patient under general anesthesia. Patient harm was unknown. It was it was found that the steel ball in the bearing of milling cutter handle fell off, and the bearing in the handle was damaged. No further details were provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.